Manufacturer narrative:
Other: hydraulic sub-assembly.

Event description:
It was reported by service report that the cot has leaked from the low pressure hose and from the coupler to cylinder. No pt involvement or adverse consequences are reported.